Event description:
Bio-rad laboratories received a call concerning the running of the measles igg and mumps igg assays on the phd system from the (B) (6). The phd system is a modular eia microplate/ifa slide processor. The customer stated that they had been using the same scaling factor for both kits and all lots numbers. They should have been using the index value printed on the calibrator 2 vial in each kit as indicated in the phd system operator's manual. An analysis of patient data from the last 6 months, using the correct scaling factor for each kit lot, determined that the customer had reported incorrect patient results for both of the assays. The intended use for both the mumps igg and measles igg test is limited to the detection of igg antibody, and the determination of immune status. The consequence of falsely negative results may be unnecessary immunization for mumps and/or for measles. The cdc in its publication mmr vaccine questions and answers has stated: "there is no evidence that adverse reactions are increased when mmr is given to a person who is already immune to one or more components of the vaccine".

Manufacturer narrative:
There is no indication of malfunction of the phd system. This MDR is being submitted solely based on the customer's failure to follow instructions in the phd operator's manual.